Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient loss stimulation. The patient had more pain right after (B)(6)/(B)(6) 2018, they increased the stimulation but noticed that it did not go. The patient then began to have more pain in the evenings, but now also in the mornings. The hcp met with the patient for troubleshooting. The impedance measurements were high. Impedance testing showed all 8 poles >10,000 ohms at 0.7v. All poles showed >40,000 ohms at 3.0v. It was also tried to program existing programs and increase the current to maximum, ¿knows nothing of the stimulation." The patient has not fallen, made any quick moves or jerk, or gone into any power magnetic fields. The mdt data did not show any device abnormalities but did show that the patient recharges once a month with the last recharge session on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Implanted: (B)(4) 2015 explanted: product type lead (B)(4)- this date corresponds to the date the manufacturer was aware of the event. (B)(4)- the manufacturing site ID was previously reported as (B)(4) additional review indicates the correct manufacturing site ID is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the heath care provider via the manufacturer representative reporting that the nurse met with the patient on (B)(6) 2018. The patient had done a running competition in the beginning of june, something happened after that. The patient had more pain and could not get the system to work. The cause of the high impedances and loss of stimulation was not known yet. The action taken to resolve the event was a new x-ray was planned. A new decision will be made after an x-ray.